Event description:
On (B) (6) 2010, the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2010, the pt had a three month follow-up computed tomography that revealed a type iii endoleak between the trunk-ipsilateral leg component and aortic extender component. The same day, a reintervention was performed to treat the type iii endoleak. An aortic extender component was implanted to cover the overlapped area of two originally implanted devices. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note devices implanted and related to this event: pxa280300/7240285.